Event description:
A facility reported a certas valve (ID: 828803pl) was implanted on (B)(6) 2020. The treating physician did a manometric testing and discovered very poor flow through the valve when in open position, the pressure setting had been confirmed before implantation. When the valve was disconnected, regular flow was observed through the distal catheter. The valve was explanted and replaced on (B)(6) 2026. The patient was doing well.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.